Event description:
Edwards implant patient registry received information a 23mm 3300tfx was explanted after nine (9) years, one (1) month, due to unknown reasons. The explanted device was replaced with a 25mm 3300tfx aortic valve. Per implantation data card explant was due to deficiency of the device. Patient post-operative status was noted as in recovery.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to not be available. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted upon receipt of additional information and/or completion of the investigation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device is not available to be returned for evaluation. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. A supplemental MDR will be submitted upon completion of the investigation.

Event description:
Edwards implant patient registry received information a 23mm 3300tfx was explanted after nine (9) years, one (1) month, due to severe aortic stenosis, regurgitation, and heavily calcified valve. Patient presented with shortness of breath. The explanted device was replaced with a 25mm 3300tfx aortic valve. Per implantation data card explant was due to deficiency of the device. The patient also underwent mitral valve replacement during the procedure with a 33mm bioprosthetic valve. The patient was transferred to the intensive care unit in guarded condition. Patient was discharged in stable condition on post-operative day eight (8). Pathology report noted fibrosis and dystrophic calcification of leaflets.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.